Event description:
It was reported that the customer received a no delivery alarm. She did not acknowledge if she wanted to perform troubleshooting. Customer's most recent blood glucose from the night before was 239 mg/dl, following a correction for 293 mg/dl blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.